Event description:
The disposable loading unit was used with a 60 disposable instrument during a thoracoscopic bullectomy procedure. The device did not open or close properly, the surgeon used another instrument to complete the procedure. No pt injury was reported.